Manufacturer narrative:
Product analysis: the tip of one of the crosslink locking screws has fractured off. A microscopic review of the fracture indicates that there may have been a side load placed on the tip causing the material to overload. It appears that the internal hex was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar degenerative it was reported that intra-op, locking screw of the crosslink slipped. The screw was implanted in half when it was damaged. Product was replaced. No patient complications were reported.